Manufacturer narrative:
Correction fields: b5. Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. An ICU nurse reported that an intra aortic balloon pump iabp arterial waveform appeared different than earlier in the shift. Review of screenshots showed adequate hemodynamics but a rounded and suboptimal balloon augmentation waveform. A chest x ray confirmed the balloon tip positioned at the lower end of the acceptable range at the third intercostal space. The inner lumen was aspirated and flushed without issue but the waveform remained unchanged. Review of prior strips showed better augmentation earlier. After addressing potential catheter restriction removal of a pillow under the patients leg and repositioning the patient flat with pannus weight shifted off the insertion site resulted in improved balloon waveform and increased augmentation. The patient was advised to remain flat to optimize therapy. Since the product was not returned we were unable to perform a device evaluation. Based on the event description mechanical restriction of the iabp catheter due to patient positioning and external pressure at the insertion site resulted in suboptimal balloon inflation dynamics and reduced augmentation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over the past three months. Based on the rationale provided above no escalation to the CAPA process is required.

Event description:
It was reported by the customer through the emergency support program that nurse in the ICU reported an arterial waveform that differed from earlier in the shift. Esp personal reviewed screenshots showing a heart rate of 75 arterial pressure of 102 over 62 mean of 90 and augmentation of 105 with a rounded balloon waveform as well as assisted and unassisted pressures of 101 over 64 and 110 over 65. An x ray showed the balloon at the third intercostal space which esp personal noted was on the low end of normal. Sheria flushed the inner lumen without difficulty but the waveform did not change. Review of strips from the prior 36 hours showed better augmentation earlier. After removing a pillow under the patients leg and adjusting the pannus position the balloon waveform and augmentation improved. Esp personal recommended keeping the patient flat to maintain optimal therapy.

Event description:
It was reported through a direct call from the customer to the emergency support program that sensation plus 50 cc intra aortic balloon had augmentation related issue. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site name and postal code: (B)(6).